Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittently the insulin gauge was inaccurate and intermittently static. Customer¿s blood glucose (bg) level was 'high' on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection to address bg. Reportedly, the customer had allowed the cartridge to run out of insulin which resulted in the high bg. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.